Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient develop a pocket infection and erosion. The device was explanted and replaced later on (B)(6) 2018. Patient's condition was stable.